Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the rbc diluent dispenser was cracked. He replaced both diluent dispensers which fixed the issue. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered a cracked red blood cell, rbc, diluent dispenser from a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.